Event description:
It was reported that the filling port of a small volume infusor was broken. This was noted during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 17, 2013 and july 18, 2013. Evaluation summary: baxter received one unit for evaluation. Visual inspection revealed a broken syringe tip inside of the fill-port. The syringe tip was removed from the fill-port and a similar house syringe was used to functionally test the infusor unit. During the functional test, the syringe was inserted into the infusor's fill-port and turned in a clock-wise direction until it could no longer be turned, then it was turned in a counter-clock-wise direction in order to remove the syringe from the fill-port. The syringe tip did not break or stick inside of the fill-port. It was determined that the infusor fill-port was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.